Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 500cc mentor smooth round moderate plus profile saline breast implants experienced right sided deflation and left sided patient dissatisfaction with procedure outcome post procedure. Patient stated that the left implant was not filled to the desired amount. As a result, patient underwent bilateral removal and replacement with two like devices on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2022, mentor became aware that patient code wound infection was erroneously voided in follow up report per additional information received on june 3, 2022. Reason for device explant and/or reoperation: deflation and wound infection the updated investigation of the returned device was completed by the failure analysis lab on june 22, 2022. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. In addition, the patient experienced infection. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 500cc breast implant. Leak testing was performed, in accordance with mentor procedures, and two tears ( a and b) on the anterior view, measuring approximately 0.4 cm and 0.6 cm respectively. Microscopic examination was performed on the edges of all tears, and parallel striations were found in an area of all tears on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) relevant field h6 was updated.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 500cc breast implant. Leak testing was performed, in accordance with mentor procedures, and two tears ( a and b) on the anterior view, measuring approximately 0.4 cm and 0.6 cm respectively. Microscopic examination was performed on the edges of all tears, and parallel striations were found in an area of all tears on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon review of the manufacturing record evaluation (mre), and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. H9 FDA correction/removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer's reference number: (B)(4).